Manufacturer narrative:
This report is submitted on november 19, 2021.

Event description:
Per the clinic, it was reported that the patient's battery charger cable attached to the wall plug sparked causing the device to melt and overheat. Replacement equipment was sent to the patient. Additional information has been requested but has not been made available as of the date of this report.